Manufacturer narrative:
Device evaluation: returned device was received with a cracked water tank cover. Broken block assembly. Outdated pcb and power switch. During the evaluation of the device the customer reported condition was confirmed. Whoever tried to force the temp check or disposable on the device. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline low flow system has intermittent microswitch functionality. The device was not allowing proper flow, and was not providing a temperature reading during preventive maintenance testing.